Event description:
Hamilton medical ag received the following event description: after start tf 5510, 5511 occured, flow sensor cannot be calibrated.

Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4).. Investigation ongoing a detailed investigation was performed by an expert from the technical service: the investigation and the logfile analysis confirmed that the root cause of this incident was a defective sensor board (part n° msp155699). Tf 5510 is triggered when the dp flow sensor signal exceeds 8.75 v on two consecutive occasions, indicating that one or both autozero valves are not switching. Tf 5511 is triggered when the dp flow sensor signal has been outside the range of 0 v + / - 0.6 v when the flow sensor autozero valves open to ambient air during autozeroing. Both tfs were confirmed by the logfile analysis. The defective sensor board was exchanged by the service technician. The device was calibrated and all functional tests were successfully run. If such an incident occurred while a patient is connected to the device the ventilation would continue. However, the user might decide to exchange the ventilator causing a delay in treatment. A deterioration of the state of health of the patient - in a worst case scenario - cannot be excluded. Therefore, the case was assessed reportable. There was no patient or user harm.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: after start tf 5510, 5511 occured, flow sensor cannot be calibrated.